Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for thrombus formation (device) - post procedure was confirmed. Possible contributing factors to the thrombus formation can include patient factors (anticoagulant regiment, underlying coagulopathy), procedural factors, or a combination of these factors. Nevertheless, a definitive root cause cannot be established. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete. *the events detailed within this report involve the same patient referenced in manufacturer MDR report number 2015691-2025-10514.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 52mm evoque procedure. It was reported that due to the previous active hemorrhage in the right psoas muscle and diffuse bleeding within the adductors, the patient's anticoagulation, which is necessary for the tricuspid valve prosthesis, was held in the initial post-hemorrhage period. This led to thrombosis of the leaflets, making the surgical tricuspid valve replacement necessary. Despite all available intensive care measures, the patient developed multiple organ failure and passed away on post-operative day (pod)17.